Manufacturer narrative:
Event date: (B)(6) 2018. (B)(6). The device was received for evaluation. A visual inspection was performed with naked eye that noted scratch marks on the external surface of the sleeve that was likely related to tool marks when opening or closing the titanium adapter. Dimensions of the device were measured and met specifications. Functional testing was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified between the transfer set and the titanium adapter. The event occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.